Manufacturer narrative:
A steris service technician inspected the light subject of the reported event and verified the missing screw from the cover and that the screw had been disposed of by hospital housekeeping. The technician repaired the light by replacing the missing screw and applying loctite. He also verified that all other screws were tight then placed the lights back into service. The lights are under steris warranty. The device history record indicates that the lights were manufactured to specification. The lights were installed on 10/15/2011; when the light covers were properly screwed on. The preventive maintenance schedule states pp (6-1, 6-2): "warning - electric shock hazard: do not remove covers or perform service other than as described in this operator manual. Refer servicing to qualified service personnel. Any repairs or adjustments to lighthead and its suspension system should only be made by qualified steris or steris trained service personnel while referring to maintenance manual." Steris offered in-service, however, the user facility declined.

Event description:
The user facility reported that a fastening screw for the light yoke cover fell out and into the sterile field prior to a patient procedure; the patient was anesthetized. Hospital staff removed the screw from the sterile field and re-draped the area causing a 10 minute delay. The procedure was successfully completed; no injuries reported.